Event description:
It was reported by a customer on (B)(6) 2011, the fiber forward fired at 18,739 joules. Per the customer, the forward firing condition was noticed when the fiber broke. There were no issues with the pt. The fiber tip was not cleaned during the procedure. There was no aim beam but the fiber became end firing. There were no observations leading up to the incidents. There were no error codes displayed on the console when this event occurred.